Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via the healthcare provider) indicated the reason for catheter change was due to the patient not receiving adequate intrathecal baclofen therapy (itb). Upon investigation methods (x-ray and dye study; reported as standard practice for the hospital), the pump was functioning normally (pump motors were turning adequately) and the catheter could not be aspirated. Upon further inspection, a small hole in the catheter pump segment was observed. The catheter pump segment was replaced on (B)(6) 2017. The catheter pump segment would not be returned for analysis. The implant date for the initial catheter was unknown. The patient experienced initial signs of baclofen underdose (increased patient muscle tone). The symptom onset date could not be established. At the time of the event, the pump was used to infuse unknown baclofen (3000 mcg/ml, 144.4 mcg/day). The patient's relevant medical history could not be obtained. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose at via an implantable pump for an unknown indication for use. It was reported that the catheter was changed on (B)(6) 2017. It was reported that no specific reason was given for changing the catheter and was further noted that in this hospital, the catheter and pump are sometimes completely changed when the patient comes in for pump replacements. No further information was provided for this event and there were no reported patient symptoms. No further complications were reported and/or anticipated.